Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative (caller) regarding a patient receiving intrathecal baclofen (unknown concentration and dose) via an implantable pump for intractable spasticity. It was reported that the patient had not had a refill in 5.5 months because the healthcare provider believed the pump had malfunctioned. The caller mentioned the patient overdosed in december then went through withdrawals. The emergency room (ER) was not able to assist the patient so they had to wait until monday to see the managing health care provider (hcp). The caller stated they had a refill appointment in dec and last thursday and the pump was empty (syringe was empty when pulling from the pump). The caller stated in the december appointment there was swelling on top of the pump and the needle had pulled out some "bloody water"-like fluid. The patient was given oral baclofen. The healthcare provider gave the patient a bolus at the december refill, and they "turned down the pump" and everything had been fine for the last 5 and a half months. The caller said the patient used to need to go in for a refill every 2.5 months. The patient didn't have a refill since dec until last thursday. The caller reported the patient did not start showing signs of the pump being empty until the day before their appointment last thursday despite the syringe still showing the pump was empty. The caller inquired about what would cause the pump to malfunction and recall info. The agent reviewed considerations, mdt resources available to hcps, and redirected to healthcare provider. The caller also mentioned the patient was non-verbal.

Event description:
Additional information was received from a healthcare provider (hcp) reporting that there was immediate edema over the pump site after the refill was performed. It was reported that the patient had tremors, intermittent itching, and irritability. It was reported that there was a probable pump leak. The patient was referred to neurosurgery for an urgent pump replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.